Event description:
When attempting to use fenestrated bipolar and monopolar scissor instruments, no energy was coming out of either. Registered nurse (rn) turned off erbe generator and turned back on, no change. Cords changed with no change. Rn then changed out both instruments for new ones and both worked. Both instruments still have lives remaining on them for future uses. Both removed from field labeled to be cleaned and returned to acm to be sent back for evaluation.